Event description:
During rotator cuff repair procedure, the bottom part of the anchor broke and could not be removed so the suture was cut and bottom part of the anchor was left in the body. A back up device was used to complete the repair.

Manufacturer narrative:
Only the broken anchor was returned with the distal tip missing. The piece was checked for overall od and found to be 0.217" which is within print specification. The method of hole prep was requested which is critical in determining the forces that the anchor may have been subjected to. No information was provided. Based on the evidence at hand, no root cause related to the manufacture of the device can be established. (B)(4).